Event description:
Two of 2.5x450mm scaled drill bits in matta pelvis ii eps set broke while drilling with little pressure on drill. Both were used in drill sleeve in plate screw inserter. Both left the drill tips in patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.